Manufacturer narrative:
Analysis determined that the implantable neurostimulator (ins) output and telemetry were acceptable; however, the battery was near normal battery depletion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was seeing oor message on her right ins. The patient saw the message last week. The impedances were as listed: c0: 1051 ohms, c1: 538 ohms, c2: 246 ohms and 249 ohms, c3: 1958 ohms, 01: 1117 ohms, 02: 1174 ohms, 03: 2760 ohms, 12: 570 ohms, 13: 2224 ohms, 23: 1901 ohms. The patient was going to be scheduled for a replacement but no date was planned at this time. No symptoms were reported. See (B)(4) for eri allegation

Manufacturer narrative:
D10: other relevant device(s) are: product ID 3389s-40 lot# v512938 implanted: (B)(6) 2010 explanted: (B)(6) 2020 product type lead product ID 7482a51 lot# serial# (B)(6) implanted: (B)(6) 2010 explanted: (B)(6) 2020 product type extension product ID neu_ins_stimulator lot# serial# unknown implanted: (B)(6) 2020 product type implantable neurostimulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reporting impedance was low on contacts 1,2. The right generator had reached 2.55 elective replacement indicator (eri) and the left generator was at 2.77v. The patient was scheduled for replacement on dec-15 with surgical plan to investigate the impedance issue. An x-ray was completed after initial complaint. There was no obvious sign of lead/extension fracture on the x-ray. At replacement surgery, impedance did not clear with replacement generator. The surgeon suspected it was the extension wire, saw what appeared to be black residue in the extension wire, and replaced the extension. Impedance was high (10.2 k and higher values on all combinations). Connections were checked and the cranial lead had fractured and appeared loose (slid out of the incision). The surgeon was extremely careful during operation to be sure not to damage the lead and this still occurred. Partial explant is part of fractured lead still connected to the extension wire. The patient will have the fractured cranial lead explanted and reimplanted with a new cranial lead to connect with the patient's new extension and generator on the right side to have a complete new system. The fractured cranial lead remains implanted. The new extension and generator are not connected to any lead. All explanted products will be returned. The issue has not been resolved.